Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. Functional testing was performed and there was no failure detected. A review of the downloaded contains no data in the logs within the relevant dates of this investigation, it has been written over. The receiver case was opened for an internal visual inspection and it passed. The reported event that the receiver ceased to function was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/24/2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event ceased to function could not be confirmed. A root cause cannot be determined.